Event description:
Boston scientific received information that during an ablation procedure, this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture (loc) with pacing spikes observed as the device was asynchronous pacing. Backup pacing support was available. Boston scientific technical services (ts) discussed that the defibrillation detect circuit can send out a pulse, but then truncate the pulse if energry is detected. Ts discussed that is common if ablation is done near the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.